Event description:
A report was received that the patient had an infection at the lead site and an antibiotics were prescribed.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Manufacturer narrative:
Model number/catalog number: sc-2366-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient had an infection at the lead site and an antibiotics were prescribed.